Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, lesion that appeared to progress to necrosis, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant lot number 100100808 was reviewed. No nonconformances were discovered that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a male patient ((B)(6)). He was injected subcutaneously with a total of 1.5 ml of radiesse® into the malar (0.8 ml into the right, 0.7 into the left side), for facial filling, on (B)(6) 2018. Radiesse® was diluted with 0.6 ml, as reported. Batch number was reported as 100100808. The patient was previously treated with botulinum toxin. He was a non-smoker. Further patient's medical history and concomitant medications were reported as none. On (B)(6) 2018, on the day of injection with radiesse®, the patient developed a lesion (on both sides of the face) that, based on the photo the physician saw, appeared to progress to necrosis. During physical examination on (B)(6) 2018 (ambiguously reported as (B)(6) 2018), the patient had erythema and scaling of the skin as if it had been post burn. Reportedly, he also experienced bruising. Corrective treatment included pentoxifylline (800 mg 8/8 hours) and adinos gen gel. Systemic antibiotic was not prescribed. The outcome of the events was reported as resolving. In the opinion of the reporter, the events were not life-threatening, not permanent and related to radiesse®. Follow-up information was received on 14-mar-2018: the case was upgraded to serious. It was reported that it was not clear if the patient experienced vascular occlusion and the physician was not sure if the patient experienced serious deterioration in health state, for example necrosis. Previously reported erythema and scaling of the skin that looked like as if it had been post burn, was clarified as looking like a burn injury. Apart from pentoxifylline and adinos gen gel (specified as desonide + gentamicine), no further corrective treatment was performed. Corrective treatment was necessary to prevent a permanent damage. It was reported that the patient completely recovered in 2018. The outcome of the events was changed from resolving to resolved.